Manufacturer narrative:
The reported ventilator was inspected on site by a maquet field service engineer. The reported pre-use check failures were corrected by replacing the inspiratory pressure transducer printed circuit board (pcb). The pcb has been returned for investigation. The reported pre-use check failures were reproduced when the returned pcb was tested in a reference ventilator. During ventilation the measured peep (positive end expiratory pressure) was lower than set. Microscopic inspection of the pressure sensor showed that there was unknown substance/particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. In this case it was not possible to clean the cavity. The pressure sensor was replaced and when the returned pcb was retested performed pre-use check passed without deviation. The conclusion is that the presence of unknown substance/particles in the ceramic cavity on the top of the sensor's chip has affected the function of the pressure sensor and caused the reported failures. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer and internal leakage sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).